Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced a syncopal event and presented to the emergency room. Upon interrogation, intermittent loss of capture was discovered. Programming changes were attempted, but were unsuccessful, so the pacemaker and the competitor lead were replaced. No further information was available.

Manufacturer narrative:
Analysis was normal. No anomalies were found.